Manufacturer narrative:
No button error alarm was noted on the device; however, one button was not responsive due to corroded keypad traces. The pump was also received with minor scratches on the display window, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown, and it was 300 mg/dl at the time of the phone call. Troubleshooting was initiated for the button error alarm. The customer stated that she had slacks on and that the pump and the buttons were up against her body. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.